Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of an right atrial (ra) lead the pacing impedances were high. The lead was partially explanted and another lead was used. It was further reported that the right ventricular (rv) lead was difficult to place due to the patient's anatomy. After several attempts the helix became damaged, and another lead was used. No patient complications have been reported as a result of this event.